Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the insulin cartridge is often leaky at the plunger between the volume of 150 - 200 units of insulin and his blood glucose is sometimes elevated to 300 - 350 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The insulin cartridge was replaced and requested to be returned for eval.